Event description:
During a routine device replacement procedure, loss of capture and loss of sensing was observed on the right ventricular (rv) channel device. The device was not implanted and a new device was successfully implanted to resolve this event. The patient was stable.

Manufacturer narrative:
The reported event of a sensing and pacing anomalies were not confirmed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.